Manufacturer narrative:
(B)(4). Conclusion: eleven packages were returned for evaluation. The actual sample used in surgery was not returned. The seals are all complete with no channels, spottiness of damage. Of the five that were opened and inspected, no issues were found with either the seals or the foil.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an eye surgical procedure for divergent squints on an unknown date and suture was used. One week after the procedure, the patient & apos's eye became quite swollen. The surgeon changed the type of drops the patient was using and put the patient on antibiotics which did not improve the situation. After week three, the surgeon removed a few sutures and the situation improved. Over the next five weeks, the surgeon continued to remove the sutures and the inflammation subsided.